Manufacturer narrative:
(B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of an unspecified injury in a female pt who used poligrip (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unk date, the pt started poligrip. At an unk time after starting poligrip, the pt experienced an unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info received via medical records on (B)(4) 2009. On (B)(6) 2009, the pt experienced a high zinc level and a low copper level. At the time of this report, the outcome of the events was unk. F/u info was received on 03/04/2010 via medical records. On (B)(6) 2009, the pt was noted to have a history of a neuropathy. From (B)(6) 2009, the pt complained of her legs and feet hurting every night and would wake her up in the middle of the night. The pt also complained of the bottom of her feet burning. On (B)(6) 2009, it was noted that the pt was seeing a foot dr for pain in her feet that would limit her at her job. The pt had abnormal copper and zinc levels, but no specific lab values were reported at this time.